Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported free flow with the medication infusing significantly faster than programmed. This event occurred within the last month. There was no report of patient harm. The customer later reported that they programmed the pump module to infuse pentamidine 96mg in 100ml of 5% dextrose at a rate of 100ml/hour, to infuse over 1 hour. The bag was empty approximately 15 minutes after the infusion started. As a result of the event the patient was given zofran, and their vital signs were checked. The customer reported free flow however it is unknown if a free flow conditioned was witnessed/visualized. There was no report of lasting harm. During an on-site visit by a bd representative, photos were taken of the pump module. During the visit, the device failed rate accuracy testing using the asm (alaris system maintenance) program and was under-infusing at -4% (11.52ml for a 12ml test); however, free flow was not confirmed. The device also failed patient-side occlusion testing using asm. The bezel was found to be cracked at the lower hinge, and the upper inner bezel was damaged.

Event description:
The customer reported an over infusion of pentamidine 96mg in 100ml d5w at a rate of 100ml/hour, over 1 hour, however the bag was empty approximately 15 minutes after the infusion started. As a result of the event the patient was given zofran, and their vital signs were checked. The customer reported free flow however it is unknown if a free flow conditioned was witnessed/visualized. There was no report of lasting harm. This event occurred within the last month during an on-site visit by a bd representative, the device failed rate accuracy testing using the asm (alaris system maintenance) program and was under-infusing at -4% (11.52ml for a 12ml test); free flow was not confirmed. The device also failed patient-side occlusion testing using asm. The bezel was found to be cracked at the lower hinge, and the upper inner bezel was damaged. The customer reported the crack in the hinge of the pump module to be "sizeable".per the customer, event logs on the pump module found 27ml had infused at the time the infusion was stopped. A 12ml flow test was ran and the device produced 11.43ml. They stated 3.4% or 11.61ml would be within specifications. Per the customer, when the door was closed and the device was not running, the channel free flowed at a rate of 68ml per hour. The customer replaced the platen to see this would reduce or stop the situation, but it did not change anything. The pcu was last "pm'd" on february 12, 2018 and the pump module on june 06, 2018. Received a copy of the customer's medwatch which states, "IV pump infused too quickly. I programmed the pump to give the patient pentamidine at a rate of 100ml/hr. The medication bag had 100mls in it according to the label so it should have run over an hour. While the apn was in the room the bag went empty approximately 15 minutes after I started the medication. The patient was given antiemetics and vital signs were checked. The logs confirmed the pump settings were correct. Rate was set at 5, and the vtbi (volume to be infused) was set to 120. I continued my investigation this morning by testing pump (B)(4), and found that it was producing 12.92 milliliters for every 12ml of liquid requested. This is more than 7 percent beyond what was specified. This would explain why it was using more medication in a shorter span of time, than what was expected. Pcu tag (B)(4) last pm'd approx. 2 months ago. IV module tag (B)(4) last pm'd approx. 6 months ago. At this facility there have been five incidents with various bd 8100 IV modules that have over delivered medication. The first event was approximately one month ago. The second event was approximately 20 days later. The third and fourth event occurred approximately five weeks after the first event. The 5th event occurred one day after the fourth event." "At this facility there have been five incidents with various bd 8100 IV modules that have over delivered medication. The first event as approximately one month ago. The second event was approximately 20 days later. The third and fourth event occurred approximately five weeks after the first event. The 5th event occurred one day after the fourth event."

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc (B)(4), lot p380956 exp jan20 5% dextrose injection. The customer¿s report of freeflow/infusing faster than programmed was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The device passed fluid side occlusion testing, however failed the patient side occlusion testing. The pump module was observed to have a missing bottom right datum (platen locating post) as well as cracks at both the top left and top right of the bezel. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The root cause of the reported freeflow/infusing faster than programmed was not identified.